Event description:
A healthcare professional reported that an anchor broke on an endsnorz sleep appliance (silent nite 3d) device. A remake was requested with advancement and an increase in protrusion by 3mm.

Manufacturer narrative:
Additional patient and event information has been requested from the customer. Should additional information be provided by the customer, a supplemental report will be submitted with the additional information received. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number: (B)(4).